Event description:
The patient's mother reported that the patient passed away from complications of pneumonia. Per the mother, there were no complications from the vns device. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.